Event description:
It was reported the battery door was broken. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the customer comment that the battery drawer was broken. It was also noted that the upper and lower cases were broken and corroded, the battery release, heart block, heart wire contacts and heart lead flex were contaminated, the lead flex cover was broken and corroded, the battery contacts were compressed and contaminated and the main printed circuit board assembly was contaminated.